Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited no magnet response and failed to be interrogated. The ICD was eventually able to be interrogated. The patient had no consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited no magnet response. The ICD was eventually able to be interrogated. The patient had no consequences.

Manufacturer narrative:
Correction of b5 - describe event or problem in 2017865-2025-50780 submitted on 23 apr 2025.